Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a biliary stenting procedure. According to the complainant, it was not possible to release the stent. It was noted that a small part of the distal stent wire perforated the outer sheath. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).